Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2018. (B)(6). The user facility submitted a medwatch report for this event: uf/importer report (B)(4). The device was manufactured april 26, 2019 - april 28, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from center port. The leak was discovered during a final check of the product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.